Event description:
It was reported that the patient was experiencing difficulty charging the implantable pulse generator (ipg). The patient underwent an ipg replacement procedure. Patient was released shortly after the procedure. The explanted device was disposed of as per facility protocol.